Event description:
An optometrist (ecp) reported a patient was seen in his office c/o left eye pain and lid swollen shut in 2006. The patient had seen his primary care physician about 8 days prior to that visit for 'pink-eye' os and was diagnosed with conjunctivitis and was treated with gentamicin drops. The ecp said the pt's mother called and said the patient's eye was feeling better, but was shut due to swelling and photophobia. The ecp then examined the patient's left eye and visualized a white ring infiltrate, suspected acanthamoeba and referred the patient to an ophthalmologist for treatment. The pt's va was 20/80. The ecp said the patient received treatment with the ophthalmologist for 2 to 3 weeks and is responding well. The ecp said the patient's mother said the patient is a member of the school swim team and wears lenses while swimming. The patient had also been swimming in an aquaduct in the valley." The ecp believes that may have been the source of the acanthamoeba organism. The ecp said his latest information indicates that he was seen last on october and that his vision in that eye with his glasses varied from 20/80 to 20/30. It also stated that he had 1+ edema and a faint infiltrate that looked "much better." The ecp believes the prescribed medications to be neosporin, brolene and baquacil. The ecp received an update on 11/21/06, patient has been taking medications for 2 months, good improvement, vision 20/30 with spectacles, continue treatment for one month. No additional information is available at this time.